Event description:
Event description cpi received information that during the replacement of a ventak p implantable cardioverter defibrillator (ICD) for normal battery depletion, the four chronic leads were capped and replaced with an endotak transvenous defibrillation lead due to an unspecified lead problem. There was no allegation received concerning this ICD. This aicd is on recall FDA# 462/464-2. The physician was notified 05/05/92.